Event description:
Related manufacturer reference number: 2017865-2024-34387. It was reported that a hospital registration form was received by the company and indicated that a patient's entire pacemaker system, including an abbott right atrial (ra) lead and abbott right ventricular (rv) lead were explanted due to tricuspid insufficiency. Both leads were explanted and replaced. No further information was provided.